Event description:
(B)(4) sent a letter to depuy (B)(4), which was subsequently forwarded to stryker. It was reported that the patient received a left hip replacement on (B)(6) 2009 due to osteoarthritis, he received a mitch trh acetabular cup and an accolade femoral stem. It was further reported that following the procedure the gp records the claimant returned complaining of an approx 2cm length discrepancy and pain in his left hip and leg. It was further stated that the claimant underwent revision surgery on (B)(6) 2011, with the surgeon reportedly confirming that the indication for revision was an abnormal tissue reaction and he confirmed in the operation note that he found 'marked debris' under the metal head.

Manufacturer narrative:
An unknown mitch head (manufacturer: depuy) was noted in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.